Manufacturer narrative:
Patient and implantation details unavailable at the time of this report, this report is submitted on april 06, 2017. (B)(4).

Event description:
It was reported that the patient experienced an infection at the abutment site and subsequently was treated with oral antibiotics (date and duration not reported).